Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a transfer set that disconnected from a patient line while the patient was performing peritoneal dialysis therapy. The cause of the loose connection was unknown. The patient remained well and was given a loading dose of antibiotics as a precaution for the accidental disconnection. Further treatment was not required. There was patient involvement, but there was no report of patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.